Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The sidewall door switch was adjusted and the issue resolved. A system checkout was performed and the system is working as intended. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system has the gantry door closed, the pressure sensors do not engage, and the door still shows as open on the pendant. Pressure must be applies to both sides of the door to get the system to engage to have the door closed. No patient was present at the time of the event.